Event description:
The following information was reported: the balloon ruptured at the first stop per the physician. Manual pressure was held for 10 minutes and the groin was noted as stable post hold. The patient was not hospitalized. Procedure type: diagnostic peripheral stick location: medium sheath size: 6f intended closure: arterial. Additional information: at prep, the black marker on the inflation indicator was fully exposed. The stopcock was not opened when the balloon was at the arteriotomy. There was no resistance while inserting the device and no resistance during pull back. Unusual force was not applied while shuttling down/retracting.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. However, it was reported that pvd/calcium was present in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. (B)(4).